Event description:
It was reported that all of the keypad buttons are unresponsive. There was no additional information given.

Manufacturer narrative:
Keypad button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the event, moisture was observed inside the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).